Event description:
It was reported that during a visit to the customer, zoll (B)(4) found that the autopulse nimh battery indicated that "battery is empty" even though the battery was fully charged and values were fine. While the display indicates "battery is empty," the autopulse platform worked properly. Zoll (B)(4) determined that there may have been a connection problem, which may disturb proper communication between the battery and the platform. No patient involvement was reported. No further information was provided.

Manufacturer narrative:
Product in complaint will not be returned to zoll. Therefore, a physical investigation cannot be performed. A supplemental report will be filed if the product in complaint is returned and investigation has been completed.

Manufacturer narrative:
The autopulse nimh battery in complaint was returned to zoll (B)(4) on 11/02/2013 for investigation. Investigation results as follows: the battery was placed in the battery tester and the results indicated that the battery was below the minimum power output watts of 1300w with a reading of 1128.2w. The battery was then fully charged and test cycled, then re-tested with the battery tester, where the results indicated that the battery was above the minimum power output watts of 1300w with a reading of 1426.5w. Visual inspection of the battery found that the battery may have had a connection problem, which may have led to improper communication with the autopulse platform, causing the platform to display that the battery is empty, when in fact it is not. An investigation conducted using the battery's serial number, found that the battery was within its expected life span of 2-4 years (7 months old). However, proper battery maintenance was not performed (charged/test cycled) as instructed per the autopulse user guide. When this battery was received at zoll (B)(4), only 4 test cycles had been performed. Given that the battery was manufactured in april of 2013, the expected number of test cycles would be 7 (+/- 1).